Event description:
An individual contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an error message "err67" on the display. No additional patient or event information is available.